Manufacturer narrative:
Exact date unknown, event occurred during the trial period. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-70e, serial: (B)(4), batch: 7073306.

Event description:
It was reported that the patient developed a new pain in the head during a trial period. The patient had an early lead pull and was hospitalized. Explanted leads were discarded.